Event description:
The service report shows that the customer reported that the 840 ventilator stop cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The service has not been completed.

Manufacturer narrative:
Failure investigation has not been completed.